Event description:
Patient had elective abdominal aortic aneurysmectomy on 1/16/92. Patient lot pulses in extremities approximately six hours post operatively. When patient was returned to the op for a thrombectomy, the surgeon reported that only the graft was clotted and that all circulation distal to the graft was patent. Patient expired in o.r. During thrombectomydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.